Event description:
It was reported that the device had a fluid leak. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. It was found that the jacks were leaking fluid onto the floor due to a broken/damaged jack reservoir. The issue was resolved for the customer by replacing the jack assembly. During the investigation, the model number and serial number of the impacted unit was identified, and the record was updated to include that information.

Event description:
It was reported that the device had a fluid leak. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.